Event description:
It was reported that the pump did not detect the cartridge, and multiple cartridge alarms were recorded when attempting to use different cartridges. There was no reported impact to the customer¿s blood glucose level. The device is being returned, and a replacement pump with a new serial number has been provided.